Event description:
Boston scientific received information that there was no power to this communicator and it was reported the power supply was hot to the touch. There were no injuries or adverse effects reported due to the hot power supply.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed there was no power to the communicator with the returned power supply. When the power supply was plugged into a power source the voltage dropped and a whining sound was heard. During voltage and temperature measurements the power supply became excessively hot and the case melted.